Event description:
It was reported that the right ventricular (rv) lead had a high out of range pace impedance alert. Noise oversensing was also observed, post impedance alert. Additional information indicated that the lead intermittently failed to capture at maximum output and a lead fracture was suspected. The lead was subsequently abandoned surgically and replaced. No additional adverse patient effects were reported. The pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).